Manufacturer narrative:
Additional manufacturer narrative: after receipt of device and examination, it was deteremined that the returned device for this patient is not manufactured by edwards lifesciences. Therefore, no further investigation will be conducted into this report.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that a sales rep was contacted regarding a valve that was turned in by a customer at arkansas heart hospital. The only information provided was what was listed on the label of the valve. Device name, implant duration and reason for explant are unknown.